Event description:
This all started approximately 1 year after implants and I¿ve been on a mission trying to figure out what is wrong with me. There are 35 individuals in our immediate family and I¿m the only one that has the implants and I¿m the only one that has strange illnesses as these. I was an athlete before all these illnesses started. Hives, gallbladder removal, treated for overgrowth of yeast/mold, high mercury, migraines, intolerance to certain foods, gut issues, joint pain, sjogrens, anxiety, allergies, itchy skin/head, inflammation high in body, anxiety, been referred to ra doctor, fatigue, brain fog, hyperthyroid/graves, capsular contracture of the left breast. There were absolutely no health issues prior to be getting implants. Approximately 1 year after the implants I started with hives on my breast that would spread throughout my entire body. I would medicate myself and be bed ridden for up to 3 days. This has lasted 8 years. It was snowball effect from one illness right into another.